Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient had an infection in the lower spine and an emergency kyphoplasty was performed to correct the issue. The patient felt like he had had leg weakness since the operation and believed that stimulation may be off. This occurred three weeks prior to (B)(6) 2015 in (B)(6) 2015. The patient's indications for use were parkinson's dual and movement disorders. It was unknown if stimulation was turned off for the patient's emergency procedure and if the device was affected in turned, so additional information was requested. If additional information is received a supplemental report will be sent.